Event description:
The customer contacted stryker to report that on/off button on their device is not working properly. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that on/off button on their device is not working properly. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and the cause of the reported issue was determined to be due to the contamination that entered into the keypad through the top and ate a path to the middle on button, leaving a resistive residue on the button metal surface and the keypad surface as well.